Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, external ram crc error alarm and unexpected restart alarm on the insulin pump. The customer¿s blood glucose level was 570 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting was performed. Customer advised the unexpected restart alarm recurred after replacing the battery and the issues remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display, unexpected restart error and external ram crc error alarm noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).